Manufacturer narrative:
(B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted during a procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced lumbar hernia, pain during sexual intercourse, and pain in her hip, groin, genital area, legs, pudendal nerve, and sciatic nerve.